Event description:
It was reported that the pump and catheter were explanted and returned for disposal. Manufacturer device registry shows that the patient expired on (B)(6) 2008. No other information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: explanted: product type catheter. (B)(4). Analysis of the pump revealed no anomaly found. Analysis of the catheter j10897r67 found a catheter body user related hole anomaly. The catheter was cut in two pieces to make patent during decontamination due to dry drug. The pump and catheter were explanted since 2008. On segment 1 leaking was seen.